Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the blade of an endowrist one vessel sealer instrument would not retract. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the blade was dislodged and exposed approximately .078 between the instrument's grips. The blade and blade tract were free of debris. The blade cable and blade were undamaged and not bent. The instrument was placed on our in-house system and the blade was able to retract and fix itself, passing the homing test. The instrument was driven and moved intuitively and successfully performed a cut test. The conductor displays no damage. An additional finding not reported was a broken clevis pin. A part of the swaged instrument clevis pin was broken and missing, and the remaining portion of the pin was still installed in the instrument. The part missing measured approximately .014. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken and missing clevis pin, if to recur, could cause or contribute to an adverse event.